Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a1: patient identifier unknown / not provided a2: age at time of event unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided g4: premarket identification: k011028, k013227.

Event description:
The implant was not correctly screwed onto the mount and fell to the ground. No patient involvement. Doctor was able to finish the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv6b10, (impl tapered scr-v sbm 6m m 5.7mm 10mm) for evaluation. Visual evaluation and a functional test was performed, the implant and mount engaged and disengaged as intended. DHR review was completed for the subject lot number 1269035. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269035 for similar events and 2 other relevant complaint(s) was identified. Review completed utilizing keywords: dental: functional: disengaged. A definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The implant and mount engaged and disengaged as intended. No damage was identified. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.